Event description:
The right atrial (ra) lead exhibited low bipolar and unipolar impedance and a polarity switch. The ra lead was reprogrammed. The rv lead exhibited low impedance. It was also noted that there was an increase in premature ventricular contractions (pvc) count. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).